Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported an alleged broken exeter stem that remains in situ in the patient and is being revised on (B)(6).